Event description:
Per the report, the internal device was explanted in 2007 due to a skin flap infection. The patient was reimplanted with a new implant device during the same surgery.

Manufacturer narrative:
This is a final report.